Event description:
Discordant, falsely elevated blood urea nitrogen (bun) results were obtained on multiple patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument after a new lot of reagent and quality control material was placed on the instrument, and the expected results were obtained and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated bun results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that when they checked quality controls (qc), they were not in range. It is unknown if qc was within range prior to the patient samples being run. The customer replaced the existing reagent and qc material with an alternate lot. The samples were then repeated and resulted as expected. The cause of the discordant, falsely elevated bun results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.